Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep said patient has replacement today and when she checked connection she got inconsistent results, sometimes it was all red and sometimes some were green. Rep said then she tried the intellis app, but it gave her message to update the software. Technical services(ts) recommend swapping the lead port and running stimulation to see if it'll clear things up. Ts also suggested using another wens before opening the neurostimulator. Additional information was received from the manufacturer representative (rep). It was reported that the cause of the inconsistent impedance issues was no determined. Previous battery was past eos. Battery was replaced as scheduled and lead revision is planned. The lead revision is scheduled for an unspecified date.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 12-jan-2015, UDI#: (B)(4); product ID: 3 776-75, serial/lot #: (B)(4), ubd: 07-mar-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3778-75 lot# serial# (B)(6) implanted: (B)(6) 2013: product type lead product ID 3776-75 lot# serial# (B)(6) implanted: (B)(6) 2013 product type lead product ID 3778-75 lot# serial# (B)(6) implanted: (B)(6) 2013: product type lead product ID 3776-75 lot# serial# (B)(6) implanted: (B)(6) 2013 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the lead revision is scheduled for december 19th. The previous 97714 had reached eos. The new 97715 was implanted at which time it was discovered that the lead wires were non-functional. Implanting doctor advice that a lead revision would be conducted at a later date, which has been scheduled for the 19th and the new generator remain in place until that time. Once leads are revised on 12/19 the system should be fully functional again.